Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd nano 2nd gen pen needle that there is no insulin flow when priming. This event occurred 30 times. The following information was provided by the initial reporter: stated, no insulin flow when priming. 30 pen needles affected.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-may-2022. H6: investigation summary customer returned a total of 29 used 4mm, 32 gauge nano pro pen needles. The pen needles were visually inspected prior to testing. 15 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 1 was broken on the same side. This damage would prevent testing for clogs during priming since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with using the remaining pen needles. One of the pen needles was also found to be bent on the patient end of the cannula. Forces placed across the cannula during use would cause it to bend. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 4 pen needles had become bent and 7 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the cannula bending during use. The root cause of the cannula bending is most likely due to forces placed across it during use. H3 other text : see h10.

Event description:
It was reported while using bd nano 2nd gen pen needle that there is no insulin flow when priming. This event occurred 30 times. The following information was provided by the initial reporter: stated, no insulin flow when priming; 30 pen needles affected.